Manufacturer narrative:
Evaluation summary continued: preliminary analysis noted a charge time out using the original device battery (2.62v). The battery was replaced with a reference or donor battery at 2.73v and the device was able to successfully complete a 35j charge with nominal charge time. The device functioned nominally with regards to pacing output, lead impedance, regulated supplies, and reference voltages. No hybrid anomalies were found. Analysis of the battery cell found no internal short. There was localized lithium (li) discharge along the edges, and it was noted that severing (li isolation) occurred in one anode segment, with nearly complete severing in another segment. The anode severing resulted in a reduced li anode surface area, which caused an increased battery resistance. The increased battery resistance would result in an increased charge time during device use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that an alert was triggered for excessive charge time prior to the implantable cardioverter defibrillator (ICD) reaching end of service (eos). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.